Event description:
It was reported to boston scientific - target that the neuroform microdelivery stent system could not be deployed. A second neuroform microdelivery stent system was used and also did not deploy. Procedure outcome: procedure aborted. Pt condition: pt ended up with right partial blindness. Additional information received through a company rep on january 22, 2003, indicated that: "friction was encountered throughout the procedure. Each stent was used for 2 hours. Vasculature was very tortuous.